Event description:
Dräger received an ufr in which it was stated that the device performed a reboot during use whereupon the users decided to replace the device in a controlled maneuver in abundance of caution. There was no detail in the report which would reasonably suggest that patient consequences may have occurred.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: a reboot is the specified device behavior to overcome an interrupt in the processing of sw routines. To set all processes back to a controlled state, the device briefly powers off and back on, the breathing system will be opened to ambient to allow spontaneous breathing. The user is alerted by means of a corresponding alarm. Under consideration that the reboot can remedy the error condition, the device will resume ventilation with previous settings after approx. 12 seconds. The triggering conditions for a reboot can be multiple including component malfunctions, environmental factors such as electromagnetic disturbances and also use errors/lack of preventive maintenance. A differentiation is not possible in the particular case. It can be concluded that the device responded as designed upon an error condition of unknown origin. It is recommended to the hospital to have the device checked by trained service personnel.